Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set to address occlusion; no issues were observed to the cannulas. Customer's blood glucose was 181 mg/dl.